Event description:
Meter name: one touch ii. Strip name: ni. Meter code: strip code: ni. Strip storage: na. Symptoms: none. A pt reported their meter would not power on. They reportedly visited the doctor for a blood test. Unk if treated. Unk if a new battery was installed. Treatment unk. No further info has been reported.